Manufacturer narrative:
The device was not returned to the manufacturer, and consequently was not evaluable by the manufacturer for the root-cause of failure. Evaluation results codes and evaluation conclusion codes are based strictly on her initial and only call to the manufacturer following the averse event. The dentek comfort-fit nightguard consists of two molar pads to prevent contact of maxillary and mandibular teeth and thereby alleviate nighttime bruxism. The two molar pads are connected to one another by a buccal strap which rests between the lower lip and the lower front teeth.

Event description:
Device end user (consumer) was calling from a retail outlet where she was attempting to get a refund for a dentek comfort-fit nightguard, which we believed she had swallowed during her sleep two weeks before. She indicated that she experienced no medical consequences from having swallowed the nightguard. After the swallowing event she consulted her dentist who told her she should not have any problems digesting the nightguard.